Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Product description- pinn mar +4 10d 32idx50od. Product code-121932150. Lot no- m43m11. Quantity of manufactured- (B)(4). Date of manufacturing-09-aug-2023. Expiry date-31-jul-2028. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: product description- pinn mar +4 10d 32idx50od. Product code-121932150. Lot no- m43m11. Quantity of manufactured- (B)(4). Date of manufacturing-09-aug-2023. Expiry date-31-jul-2028. Device history review: a manufacturing record evaluation was performed for the finished device [lot/serial/batch] number, and no non-conformances / manufacturing irregularities were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: hcp is reporting to nca/bfarm: "revision of total hip replacement due to suspected subluxation/inlay dislocation on x-ray. Intraoperatively: dislocation of the inlay and fracture of the inlay = surgery: inlay replacement, head replacement, merete neck lengthening". The product was returned to depuy synthes for evaluation. Visual analysis of the returned pinn mar +4 10d 32idx50od revealed that a large portion of the rim fractured. Additionally, liner appeared to have been edge loaded causing eccentric deformation in the rim of the device and ultimately contributing to the failure of the anti-rotation devices (ards). There are machining lines from the manufacturing process yet visible within the liner which would not be as obviously present if would be more centrally loaded. It is reasonable to conclude that a disassociation event occurred between the pinn mar +4 10d 32idx50od and the pinnacle 100 acet cup 50mm. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device [121932150 / m43m11] number, and no non-conformances or manufacturing irregularities related to the complaint condition were identified. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinn mar +4 10d 32idx50od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 9-aug-2023. 3) any anomalies or deviations identified in DHR: 2 pieces rejected due to inner pack cosmetic requirements. Not related to the failure mode of the current complaint. 4) expiry date: 31-jul-2028. 5) IFU reference: IFU-0902-00-701. Device history review: a manufacturing record evaluation was performed for the finished device [121932150 / m43m11] number, and no non-conformances or manufacturing irregularities related to the complaint condition were identified. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent revision of total hip replacement due to suspected subluxation/inlay dislocation on x-ray. The patient complained of pain and a feeling of insecurity and had to undergo revision surgery with subsequent rehabilitation. Intraoperatively, there was dislocation of the inlay and fracture of the inlay. Surgeon performed inlay replacement, head replacement, merete neck lengthening. Affected side: right hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: hcp is reporting to nca/bfarm: "revision of total hip replacement due to suspected subluxation/inlay dislocation on x-ray. Intraoperatively: dislocation of the inlay and fracture of the inlay = surgery: inlay replacement, head replacement, merete neck lengthening". Photos and x-rays were provided for review. _external_ wg_ _extern_ dr_ blendinger-kagon, _external_ _extern_ 2_ anfrage ¿übergabe von medizinprodukten¿ & 1_ infoanfrage (B)(4)_ bfarm-ref_ 34681_25, image0, image1, (B)(4) photos explant. The photo investigation revealed that the pinn mar +4 10d 32idx50od had a large portion of the rim fractured, it is reasonable to conclude that a disassociation event occurred between the pinn mar +4 10d 32idx50od and the pinnacle 100 acet cup 50mm. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device [121932150 / m43m11] number, and no non-conformances or manufacturing irregularities related to the complaint condition were identified. The overall complaint was confirmed as the observed condition of the pinn mar +4 10d 32idx50od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 9-aug-2023. 3) any anomalies or deviations identified in DHR: 2 pieces rejected due to inner pack cosmetic requirements. Not related to the failure mode of the current complaint. 4) expiry date: 31-jul-2028. 5) IFU reference: IFU-0902-00-701. Device history review: a manufacturing record evaluation was performed for the finished device (B)(4) number, and no non-conformances or manufacturing irregularities related to the complaint condition were identified.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: hcp is reporting to nca/bfarm: "revision of total hip replacement due to suspected subluxation/inlay dislocation on x-ray. Intraoperatively: dislocation of the inlay and fracture of the inlay = surgery: inlay replacement, head replacement, merete neck lengthening". Photos and x-rays were provided for review. See attachment (B)(4). The photo investigation revealed that the pinn mar +4 10d 32idx50od had a large portion of the rim fractured, it is reasonable to conclude that a disassociation event occurred between the pinn mar +4 10d 32idx50od and the pinnacle 100 acet cup 50mm. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A manufacturing record evaluation was performed for the finished device [121932150 / m43m11] number, and no non-conformances or manufacturing irregularities related to the complaint condition were identified. The overall complaint was confirmed as the observed condition of the pinn mar +4 10d 32idx50od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: 39. 2) date of manufacture: 9-aug-2023. 3) any anomalies or deviations identified in DHR: 2 pieces rejected due to inner pack cosmetic requirements. Not related to the failure mode of the current complaint. 4) expiry date: 31-jul-2028. 5) IFU reference: (B)(4). Device history review: a manufacturing record evaluation was performed for the finished device [(B)(6) / m43m11] number, and no non-conformances or manufacturing irregularities related to the complaint condition were identified.